Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be performed as the lot numbers remains unknown. Additional devices implanted and involved: tgu343410j/unk. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak.

Event description:
On (B)(6) 2017, the patient presented with a ruptured abdominal aortic aneurysm due to a progression of a stanford type b dissection. Two conformable gore® tag® thoracic endoprostheses (tgu454515j and tgu343410j)were implanted just below the innominate artery. A bypass surgery was also performed to maintain blood flows to the left carotid artery and the left subclavian artery. On (B)(6) 2017, a suspected type iii endoleak between the two devices or a proximal type I endoleak was identified. On (B)(6) 2017, another conformable gore® tag® thoracic endoprosthesis was implanted at the junction of the devices. Final angiography showed a minor endoleak. But it was left for monitoring. It was reported since the overlap devices had three size difference, this might have contributed to the endoleak.

Manufacturer narrative:
(B)(4). Additional devices implanted and involved: (B)(4).